Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00219. The date of that submission was 5/22/2025. Device evaluation: one opened used extension set of the suspected product was received. No damage or anomalies were observed during visual inspection. The set was occlusion tested, and the set was observed to prime fully. No occlusion was observed. The complaint of ¿not being able to purge the set because air bubbles did not reach the filter¿ cannot be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that the nurse was unable to perform a complete purge. The reporter stated, "we see that the air bubbles are not reaching the filter; they are blocked beforehand." The event occurred before the infusion, during the purge and the purge was impossible to perform. There was no patient involvement.